Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The hi-torque balance middleweight universal referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a mid-distal right coronary artery (rca) with stenosis. Several attempts were made with different stent delivery systems (sds) (2.25 x 18 mm xience alpine, 2.25 x 12 mm xience alpine and 2.5 x 15 mm mini vision) to cross the lesion; however, they could not cross. Using two balance middleweight guide wires, one of which was a buddy wire, a 2.25 x 15 mm vision sds was able to cross and be successfully implanted. During the attempt to remove the buddy wire, the guide wire tip was stuck behind the deployed stent and in the distal aorta. The guide wire separated during the removal attempt. The proximal end of the guide wire was removed from the anatomy and a small section of the guide wire was removed with a snare device; however, was thrown away. The section of guide wire remaining in the rca and was compressed to the vessel wall with a 2.5 x 15 mm alpine stent and a 2.75 x 23 mm alpine stent. The patient is doing well and recovering in the chest pain center. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.